Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: camera console freezes and there are black bands on the screen. Probable root cause: cables; hdmi cables; connectors; digital board; power supply; filter / fuse; ac inlet board; main board; transition board; intermittence between transition board and ch connector; software; camera head (sensor, sensor cable); coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring); problem toggling light source; connected monitors; leaking; poor grounding (e.g camera head connection from cable to transition board.); no/incorrect communication with light source; soaking cap disconnection during sterilization; electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge; cybersecurity attack; pendulum ch inertial measurement unit (imu); use error. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.